Event description:
User was accompanying her husband in the hospital for his MRI test. They required a wheelchair to help transport the oxygen equipment which the husband needed. Along the way, the user folded the wheelchair up and passed through a single doorway, which is too narrow for the wheelchair to pass through without folding. After passing through the doorway, the user tried to open the wheelchair again, and alleges to have had one of her fingers (right fifth digit) caught between the seat base and side of the wheelchair. The finger was allegedly fractured. The user was escorted to the ER immediately, where allegedly her right fifth digit nail was removed, digit was set, laceration was sutured and later referred to a hand surgeon. No additional surgical procedures were known to the MFR.

Manufacturer narrative:
The user requested the wheelchair immediately before utilizing it, with the main purpose of transporting equipment, instead of a person. The alleged wheelchair was not found defective at the time of incident by either the user or the hospital.